Event description:
It was reported that prior to a robotic laparoscopic transverse colectomy, the system displayed a communication loss error with the surgeon console (sc) followed by an irreversible (non-recoverable) system error. At the time the issue occurred, the system was in a ready-for-use state (i.e. The sc and arms had been properly calibrated, the arms were draped, and the system was configured in compact mode) and had been powered on for approximately one hour. No one had gone near the connections in the time between the system powering on and the issue being observed. Although the error banner on the operating room team interface (orti) recommended rebooting the entire system, the issue was resolved by powering off and restarting only the console. The data cable was verified to be correctly connected to both to the console and rear panel of the tower. Following the console restart, no further anomalies were observed, and the procedure continued without additional issues. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.